Event description:
It was reported that during a laparoscopic roux en y procedure, while doing the gastro-jejunostomy, the device fired fine. However, the device was not coming out when the surgeon tried to remove. The device finally came out and the top part was stapled. However, the posterior side had no staples at all. Another similar device was used to complete the procedure. The pouch was made smaller and the donuts formed fine. No adverse consequences reported.

Manufacturer narrative:
(B)(4): was the procedure done open/laparoscopically? Lap. What device was used for the proximal flex 60 and distal same transection? What purse string technique was used or what purse string technique does this surgeon normally use in his/her left colon procedures? Attached a prolene to the anvil and inserted. How was the purse string placed, by hand or with an assist device? Na. Was the spike of the trocar inserted lateral or through the staple line? Lateral to the staple line. What confirmation did the surgeon receive that the anvil was firmly attached? Click. When the device was fired, where was the indicator within the green zone/gap setting scale? Within the green zone. Was buttressing material utilized? Synovis. Was the instrument fired across or near an existing staple line or clip? Near. How did you confirm the device was fully fired? Crunch. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected? No. Was there any difficulty removing the device from the tissue? Yes if yes, how many counter-clockwise revolutions were used to open the device? One full turn. What steps were taken to confirm successful anastomosis? Donut confirmation. Did the operation change significantly as a result of the device issue? No. What is the patient's age and sex? No. Did a hcp other than the primary surgeon fire the instrument? The assisting surgeon, dr. (B)(6). Was there a recent conversion to ees devices in this account or with this surgeon? No the device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. With this information, the manufacturing related records were reviewed and we were unable to confirm the complaint nor determine a manufacturing or design related cause for the reported event. Complaint information is trended on a regular basis to determine if further investigation is warranted.